Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prior to port placement, that non-recoverable faults 31221 and 319 occurred against universal surgical manipulator (usm) 3. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised to power cycle the system, but the faults returned. The caller replaced the patient side cart to continue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse inspected system after repeated errors 31221 and 319 on universal surgical manipulator (usm3), ultimately resulting in down system. Fse inspected system wheel status, gigabit communication status, and error logs, and observed armnet 3 not showing any communication. Fse reseated spider (backplane) fiber cable, and this resolved the issue, with patient side cart (psc) initialization in normal mode without errors or issues in system wheel status and gigabit communication status. Fse performed additional fiber troubleshooting and ultimately replaced spider (backplane) fiber cable. Fse verified no further errors on armnet 3, as well as successful initialization, remaining in normal mode. System logs looked clean, and no further part replacement is required to resolve the issue. The system was tested and verified as ready for use. The spider (backplane) fiber cable is a scrap item and will not be returned back to isi. The probable cause of points to the spider (backplane) fiber cable in the universal surgical manipulator.